Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the procedure was to treat the proximal left pulmonary artery. It should be noted in the omnilink elite® vascular balloon-expandable stent system, electronic instructions for use (IFU) states: the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions with reference vessel diameters of = 5.0 mm and = 11.0 mm, and lesion lengths up to 50 mm. It is unknown if the IFU deviation directly caused or contributed to the reported event. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Factors contributing to a stent break include, but are not limited to, over expansion of the stent, interaction with accessory devices, inadvertent mishandling or anatomy characteristics. In this case, it is possible the device may have interacted with the moderately tortuous, moderately calcified, 80% stenosed lesion during advancement, as resistance was noted, resulting in the reported failure to advance and distal stent break; however, without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - incorrect anatomy.

Event description:
It was reported that the procedure performed was to treat a moderately calcified, moderately tortuous proximal left pulmonary artery that is 80% stenosed. During advancement of the 7.0x29mm omni elite balloon-expandable stent (bes), difficulty was noted due to anatomy and the bes could not enter the right ventricular outflow tract. Upon removal, the distal part of the stent appeared to be cracked and kinked. A 3.0x18mm xience xpedition drug-eluting stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.